Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery, failed battery test and the battery was only lasting 3 days. Blood glucose value was unknown. The no delivery alarm was resolved by changing the infusion set. During troubleshooting, they stated that the compartment and spring were damaged. The battery compartment is oxidized and there are marks inside the battery compartment. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was monitored and no unexpected restart alarm, no excessive no delivery alarm, no failed battery alarm, no weak battery alarm and no unexpected low battery alarm. The device was received with cracked reservoir tube lip.